Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device reflected heat with a reading of 123.2 degrees fahrenheit which was greater than manufacture specification (123.2 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further observed that the bearings were worn out. It was determined that the worn out bearings was what caused the overheating, which was consistent with normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment testing, it was observed that the motor device ran hot. The event was not related to surgery. Spare devices were available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.